Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that last month on interrogation, the pump said pump in safe mode and that a reset occurred. The logs showed ¿reset occurred - low battery¿ and ¿safe state¿ occurred. Additional information has been requested, but it was not available as of the date of this report.